Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implants were installed in intraoral region #6 & #8, it was verified its loss of osseointegration. 70 ncm of primary stability was achieved & immediate load was not performed.